Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital for ileus shortly after an elective full system revision procedure. It was assessed that ileus is a known potential complication secondary to anesthesia combined with it is a known symptom of central nervous system parkinsonism. The patient was transferred to an inpatient rehabilitation facility.